Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system during the prime/ compromised force sensor system alarm test and motor error during the basic occlusion test due to faulty force sensor resistor (gold). The motor passed motor test. The displacement test functioning properly, but the insulin pump was received with bleeding lcd glass. Also insulin pump had a cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, missing end cap sticker and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system and motor error. The customer's blood glucose was 180 mg/dl at the time of the call. The customer stated that the insulin squirted out during manual prime and they were unable to exit the "preparing to prime" process. She stated the insulin pump was in the room when she had an x-ray, but was unable to check for motor position encoder error. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.